Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03696. It was reported, the pt is not receiving effective stimulation due to her programs auto-reducing. Lead diagnostics showed invalid impedance values for the scs lead. X-rays are to be taken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.